Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, two endeavor sprint drug eluting stents were used to treat a lesion in the lad. Stent implantation was successful; however, an angiographic complication of plaque prolapse occurred during the index procedure which was resolved with balloon inflation. The event was not assessed for relatedness to the study device. The patient was discharged the following day.